Manufacturer narrative:
The insulin pump was received an rf failed self-test alarm during self-test due to faulty rf board. The pump was received button error alarm due to corroded keypad traces. The pump was received with cracked case at display window corner. No moisture damage was found inside the pump. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, button error and an rf failed self-test on the insulin pump. The customer's blood glucose reading was 489 mg/dl. The customer treated the high readings with a manual injection. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that there is moisture inside the lcd screen. The customer stated that there were 2 cracks above the lcd screen. The customer stated that she was working in the yard and was sweating. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.